Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator 2009 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular coil impedances were spiking. Noise was also noted on the electrogram during pocket manipulation. The physician believed it could either be a lead fracture or loose set screw. The patient continues to be monitored and the ead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was fractured. The lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(4) 2013. The daily high voltage lead trend data shows an increase for defibrillation active can on impedance from 54 to 248 ohms range between (B)(4) 2013 and (B)(4) 2013.

Event description:
It was reported that the right ventricular coil impedances were spiking. Noise was also noted on the electrogram during pocket manipulation. The physician believed it could either be a lead fracture or loose set screw. The patient continues to be monitored and the lead remains in use. No patient complications have been reported as a result of this event.